Event description:
Additional information received identified that surgical intervention was undertaken wherein on of the lead was explanted and replaced. Effective therapy was restored post operatively. It is unknown which lead was replaced and both are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2020-31728. It was reported that patient experienced ineffective therapy after setting up an entertainment unit. Attempts to reprogram were unsuccessful. Surgical intervention may take place to address the issue.